Event description:
It was reported that the patient underwent a revision procedure due to tubing causing pain with an ambicor penile prosthesis (app). The app was explanted and a new inflatable penile prosthesis (ipp) was implanted. Additional information was reported that the patient presented with pain in the scrotum resulting from excess tubing. The patient is recovering following the procedure.